Manufacturer narrative:
On august 19, 2016 additional information was received that the serial number is (B)(4). This stockert was manufactured before september 24, 2014; therefore no UDI is applicable for this product with serial number (B)(4). (B)(4).

Manufacturer narrative:
The hardware investigation has begun but it has not been completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. Full UDI # information unavailable since the serial number is unknown. (B)(4).

Event description:
It was reported that a patient underwent an atrial flutter procedure with a stockert 70 rf generator and a high flow rate activation issue occurred. The coolflow pump was not spooling up to high flow from 2ml flow when going on ablation. The cable from the pump to the stockert 70 was changed without resolution. It was confirmed that the coolflow was in automatic mode, which means the pump should automatically change to the secondary rate when ablation comes on. Ablation was allowed even when the high flow did not activate, however ablation was not long as they were watching to see if the pump would go to high flow. There were no error messages displayed during the procedure. The case continued spooling up the pump manually. When the stockert was removed, the problem resolved. The procedure was completed with no patient consequence. This event is MDR reportable because the generator should not allow radiofrequency energy delivery if it is set for automatic control mode and high flow is not initiated as this could result in potential patient injury. This information indicates product malfunction, and the awareness date was reset to 7/27/2016, the date additional information was received that indicates possible product malfunction.

Manufacturer narrative:
(B)(4). It was reported that a patient underwent an atrial flutter procedure with a stockert 70 rf generator and a high flow rate activation issue occurred. The coolflow pump was not spooling up to high flow from 2ml flow when going on ablation. Repair follow-up was performed and device was not shipped for service. Service was declined. Complaint was unable to be confirmed. The device history record review verifies that the device was manufactured in accordance with documented specification and procedures.